Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
A portion of the rp tray impactor sheared off.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Follow-up communication for product return was unsuccessful. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out and or misuse. The investigation could not draw any conclusions about the reported breakage based on the lack of the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.